Manufacturer narrative:
This is the initial report submitted regarding this surgical and medical device.

Event description:
The pt has fallen and the sphere has come loose and dislocated from the baseplate. I am very positive that the set screw was engaged to the baseplate. We heard squeaking, and the physician gently applied pressure on the back of the sphere to ensure it was attached securely. Revision surgery is required.